Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device's power button would only respond intermittently when pressed.  As a result, the device would only intermittently power on when prompted which could delay, or prevent, defibrillation if it were necessary.   There was no patient use associated with the reported event.